Event description:
It was reported that; the fixator had to be removed on an emergency basis. Tip of the mantis screw remained in the vertebral body. Revision surgery (B)(6) 2014.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: no results available. As information is made available, this investigation will be reopened and updated. Conclusion: the root cause is not determined.

Event description:
It was reported that; the fixator had to be removed on an emergency basis. Tip of the screw remained in the vertebral body. Revision surgery (B)(6) 2014.

Manufacturer narrative:
Cat#: 48285750, lot# 08d033. Method: device not returned. Device history review. Results: no manufacturing issues. Conclusion: confirmed the explanted part to have a portion of the threaded shank fractured away during removal of the construct due to patient emergency revision surgery. The fractured portions remain implanted.

Event description:
It was reported that; the fixator had to be removed on an emergency basis. Tip of the screw remained in the vertebral body. Revision surgery (B)(6) 2014.